Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose with blood glucose of below 40 mg/dl at the time of the incident. The customer was at x mg/dl at the time of the call. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. The customer also reported issues with the sensor and transmitter. Troubleshooting was not completed as the customer stated there may be legal action regarding the reported lows. The insulin pump will not be returned for analysis.